Event description:
It was reported the pt was randomly experiencing intermittent stimulation which was not related to position. In addition, there were contacts which showed low impedances. F/u identified the physician planned to undertake surgical intervention to replace the ipg at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.